Manufacturer narrative:
Unit alarmed radio frequency failed self tests and unable to upload with carelink due to faulty yi. Pump received with cracked reservoir tube lip. Unit function properly during rewind and basic occlusion, occlusion, prime, system sensor, the excessive no delivery, displacement, restart test and all operating current test. No unexpected restart noted.

Event description:
The customer reported via phone call that the insulin pump alarmed failed radio frequency. The customer's blood glucose reading was 134 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.